Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not release from the cystic artery. The handles were pried open to remove. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the device was received with one jaw broken. The broken piece was received inside a sample bag. The device was cycled and ejected the clips due to the condition of the jaws. No opening issues could be confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process. Broken jaw.